Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for revision due to wear of the acetabular liner. No revision has been reported to date.

Manufacturer narrative:
Implant date: 1990. Concomitant medical products: hip-cocr-heads-unk; hip-other-cups-unk; hip-other-stems-unk. (B)(6).

Event description:
It was reported patient was revised approximately 27 years¿ post- implantation due to poly wear. The head and liner were removed. Attempts have been made and additional information on the reported event is unavailable.